Manufacturer narrative:
Approximate age of device ¿ 4 days. It is unknown if the device was explanted from the patient. The product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. The patient suffered a right m2 middle cerebral branch occlusion; left cervical proximal ica focal segment of partially occlusive thrombus and a thrombectomy was preformed. A CT scan showed increased effacement of the basal cisterns bilaterally near complete, which was concerned for uncal herniation. No further information was provided.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hm3 lvas IFU lists peripheral thromboembolic events and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later reported that heartmate 3 lvas, serial number (B)(4)operated as expected and would not be returning for evaluation.